Manufacturer narrative:
(B)(4): results and conclusion: (moderate vessel tortuosity and lesion calcification with 90% stenosis). Evaluation summary: the hypotube had detached 1.1cm distal to the strain relief. There was a kink on the hypotube approx 27 cm distal to the break. There was blood residue present in the inflation lumen. The inflation lumen was severely damaged. There was a radial tear on the mid section of the balloon. The distal tip was pinched and flattened. Initial mandrel movement failed as the mandrel could not be passed through the distal tip. The balloon material was torn in a radial pattern proximal to the inner shaft marker. The distal portion of the balloon material was pulled distally over the distal tip. A section of the distal outer shaft was twisted immediately proximal to the balloon bond and extending proximally along the shaft for 2.2cm.

Event description:
An attempt was made to dilate a sprinter legend rx balloon dilatation catheter diameter 1.5mm length 10mm in the lad, but the balloon ruptured at 10 atm. Another sprinter legend rx balloon dilatation catheter diameter 3mm length 10mm was used as a replacement. Subsequently, the physician attempted to withdraw the first catheter but it was stuck. He succeeded to withdraw it although resistance was felt. No health hazard was caused to the patient.